Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has oversensing of noise with high rate non-sustained (hr-ns) and ventricular tachycardia non-sustained (vt-ns) episodes. The physician is monitoring the lead more frequently with the lead remaining in use. No patient complications have been reported as a result of this event.